Manufacturer narrative:
Product analysis summary: no device returned entrapped within the telescope gec. No deformation was evident to the on-ramp. No deformation evident to the entry port. Dried, hardened blood was evident on the outer of the distal tip. Stent catch marks were evident to the distal tip material. The inner lumen could not be verified due to the presence of dried, hardened blood in the guidewire lumen. No other deformation evident to the remainder of the device. This event has been previously reported for (B)(4) under MDR report number 9612164-2021-02119. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx coronary drug eluting stent and one telescope guide extension catheter were attempted to be used to treat a severely tortuous, severely calcified lesion with 90% stenosis in the mid circumflex (cx) artery. The devices were inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the devices. Excessive force was used during delivery of the resolute onyx but not the telescope. The telescope was not excessively torqued. It was reported that the stent was unable tobe successfully delivered beyond the calcified plaque and attempts to remove the device resulted in stent dislodgement. Moderate resistance was noted during attempted withdrawal of the resolute onyx. Excessive force was not used. Balloon angioplasty was then performed and the dislodged stent crushed against the vessel wall. It was stated that tactile feedback indicated the stent may have encountered the telescope during delivery, facilitating the stent dislodgement. It was indicated by the physician that attempts to withdraw the undeployed stent into the telescope directly near the lesion site may also have contributed to the event. It was also reported that resistance was noted between the resolute onyx and the telescope device during delivery to the lesion. Upon delivery of the resolute onyx stent the physician felt the stent catch during the process of advancing the stent to the lesion. It was stated that visual inspection of the telescope device post-case did not reveal any significant damage. No further patient injury reported.